Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6) 2022 due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 363 mg/dl and the current blood glucose was 110 mg/dl. Customer stated that they treated high blood glucose with insulin pump and manual injection. Customer stated symptoms related to high blood glucose that were not feeling not well and throwing up, feeling sick, confusion and tired and weak. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. The customer stated that the insulin pump was not working. Customer stated that the ketones test were mild diabetic ketoacidosis. Customer alleged that the insulin pump was under delivering the insulin. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Health effect ¿ clinical code has been updated and provided with this report in section h6.

Event description:
On july 2, 2022, customer reported that they were admitted to the hospital via emergency medical services on (B)(6) 2022 at 04:00:00 with a blood glucose of 363mg/dl and a sensor glucose was 260mg/dl at the time of admission with the following symptoms: confusion, feeling sick/unwell, tired/weak, increased thirst and treated with a manual injection. She tested for ketones and the results were mild diabetic ketoacidosis. Customer was still in hospital. Customer stated that automode/smartguard feature was active at time of high blood glucose, but they alleged that her insulin pump was under delivering because they still had high blood glucose with vomiting after changing the infusion set on (B)(6) 2022 and requests insulin pump to be replaced. Significant events that lead up to admission were: high blood glucose since 12:00:00 on june 30, 2022, not feeling well and vomiting. Current blood glucose is 110mg/dl with no symptoms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. The customer was hospitalized for alleged high bg's, possible under delivery anomaly and blank display on 30-jun-2022. (Per customer notes, the customer was hospitalized on (B)(6) 2022). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay, and keypad overlay texture damage. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, low battery alert, unexpected power loss alarm, unexpected replace battery alert, or replace battery now alarm noted in the pump trace download. There was no auto suspend (12) or user suspended noted on the event date. There was no delivery alarm noted on the event date. 06/30/2022 12:22:06.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. There was 197 boluses programmed in the pump history on the event date. Please see the first 10 boluses listed on the event date. 06/30/2022 00:03:01.000 normalbolusamountprogrammed: 250 (0.025 u) bolusprogrammingmethod: cl1microbolus (5). 06/30/2022 00:08:01.000 normalbolusamountprogrammed: 250 (0.025 u) bolusprogrammingmethod: cl1microbolus (5). 06/30/2022 00:26:05.000 normalbolusamountprogrammed: 250 (0.025 u) bolusprogrammingmethod: cl1microbolus (5). 06/30/2022 00:31:05.000 normalbolusamountprogrammed: 500 (0.05 u) bolusprogrammingmethod: cl1microbolus (5). 06/30/2022 00:36:05.000 normalbolusamountprogrammed: 500 (0.05 u) bolusprogrammingmethod: cl1microbolus (5). 06/30/2022 00:41:03.000 normalbolusamountprogrammed: 500 (0.05 u) bolusprogrammingmethod: cl1microbolus (5). 06/30/2022 00:46:07.000 normalbolusamountprogrammed: 750 (0.075 u) bolusprogrammingmethod: cl1microbolus (5). 06/30/2022 00:51:09.000 normalbolusamountprogrammed: 1250 (0.125 u) bolusprogrammingmethod: cl1microbolus (5). 06/30/2022 00:56:07.000 normalbolusamountprogrammed: 1000 (0.1 u) bolusprogrammingmethod: cl1microbolus (5). 06/30/2022 01:01:07.000 normalbolusamountprogrammed: 1000 (0.1 u) bolusprogrammingmethod: cl1microbolus (5). The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 2 days. No blank display noted. The pump passed the functional testing. Unable to confirm alleged high bg's. The customer alleged possible under delivery anomaly and blank display were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.